Manufacturer narrative:
Updated sections: date received by manufacturer, type of report, type of follow up, device evaluated by MFR, adverse event problem, concomitant medical products. Trackwise # (B)(4). The loading device was returned to the factory for evaluation on 11nov2019 and investigated on 20dec2019. Signs of clinical use and no evidence of blood were observed. The delivery device was not returned. The seal and tension spring assembly was returned inside the loading device. The device as returned was unable to be evaluated for position of seal and tension spring assembly. Measurements of the delivery tube we unable to be taken. Based upon the received condition of the device, the reported complaint failure "fitting" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was not rolling correctly and when they tried to remove the partly-rolled heartstring from the loading tool, it did not come out as expected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was not rolling correctly and when they tried to remove the partly-rolled heartstring from the loading tool, it did not come out as expected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.